Manufacturer narrative:
Additional info will be provided upon conclusion of the investigation.

Event description:
It was reported to the arjohuntleigh representative that a client was treated on the shower trolley on his back and there were two caregivers on each side of the trolley present, showering the client. On the time of completing the shower, the caregivers then turned the client onto his left hand side, during the turning of the client, the client became agitated and pushed out onto the safety side (right safety side, if looking from the rear of trolley). The locking catches of the side rail failed under the pressure of the client and the side rail unlocked from its position. The caregiver then forced herself against the side of the shower trolley to ensure the safety of the client and prevent a fall. The client was safely removed from the shower trolley. As a result of this incident, the caregiver received bruising on the right side of the hip. This was a result of forcing the right side of her body against the shower trolley to secure the resident and ensure that the resident didn't fall off the mattress platform. There was no treatment needed.